Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during the second dwell of four in peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that could cause or contribute to the alarm. The technical services representative advised the patient to end therapy. There was no patient injury or medical intervention reported. No additional information is available.